Manufacturer narrative:
Information in this medwatch was previously reported via 410 psr on 17/jul/2014. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "skin problems, inflammation, swelling, skin is thicker due to inflammation, gland removal and possible rejection of the breast implant." Patient additionally reported "lymphoma and x3 ganglion's in the middle of the chest." The device remains implanted.